Event description:
During the procedure, the physician confirmed back flow of blood into the inflation device. The patient's demographics were unknown, but had a history of an old myocardial infarction (rca and lad). The target lesion was the mid left anterior descending branch (lad). The lesion was a de novo. The vessel was highly calcified and slightly tortuous. There was 90% stenosis. The procedure was an emergent case. Pci was conducted to treat the target lesion, was the culprit vessel. Initially, the lesion was crossed with a guide wire (conquest 1.3mm) and pre-dilation with a high-pressure balloon (3mm) was conducted. The cypher (3.0/28mm) crossed the target lesion, although there was difficulty doing so. After positioning, the cypher for implant at the target lesion, negative pressure was applied inside the patient and physician confirmed back flow of blood into the inflation device. Therefore, the physician retrieved the cypher and a different cypher (size unknown) was implanted instead. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.